Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020.

Event description:
It was reported that the ventilators display screen cover was broken. There was no patient involvement. The unit was not repaired. Information was received that the unit was retired from service. No additional information could be obtain. No parts were returned, no root cause can not be established at this time.